Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort around the implantable pulse generator (ipg) site. The patient underwent an ipg repositioning procedure.

Event description:
It was reported that patient experienced discomfort around the implantable pulse generator (ipg) site. The patient underwent an ipg repositioning procedure. Additional information was received that patient was doing well post operatively.